Event description:
It was reported the handpiece is getting too hot. The cusotmer was using the handpiece to test the generator and commented the handpiece was hotter than they thought it should have been. There was no patient involvement.